Event description:
Patient was involved in motor vehicle accident on (B)(6) 2025. Patient experienced a dangerously low blood sugar while driving. Patient was able to pull to the side of the road before she lost consciousness. Patient was found unresponsive with blood sugar level in the 40's. Patient was wearing libre 3 plus cgm sensor. Patient was also using ilet insulin pump. Blood sugar readings on patients libre app read 130's while fingerstick and labs showed sugar levels in 40's. Patient hospitalized and went home same day.